Event description:
The manufacturer received information alleging a ventilator did not meet the acceptance criteria. The base was cracked, it was missing feet, and critical errors appeared in the log. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the allegations were confirmed. The internal battery failed causing the critical errors. No repairs were performed and the device was scrapped.